Manufacturer narrative:
The device was not returned; therefore, the complaint could not be confirmed, and the event cause could not be determined. No images were provided for review. The patient¿s vessel tortuosity was moderated; and the distal end of the braid was placed in the bend. It's possible that the "moderate vessel tortuosity" may have contributed to the reported issue. It is not recommended to initiate deployment of the device on a bend. Per our instructions for use: "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it.¿ all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the during the procedure, the pipeline (ped) would not open distally after resheathing twice and allowing at least 6 mm of drive to be pushed out. The distal end would just not open up. The ped was placed in a bend. The proximal section of the ped was in the bend. The pipeline had been deployed more than 50% when it failed to open. The device was resheated and removed with the catheter. There was no patient injury. A new ped was used to treat the patient. The angiography post device placement revealed successful stasis in aneurysm and flow diversion in parent vessel. The aneurysm is in the paraophthalmic, it was unruptured, saccular. The max diameter was 6mm with a neck of 4mm. The landing zone was 4mm distally and 3mm proximally. The anatomy was moderate in tortuosity.